Manufacturer narrative:
Additional concomitant medical products: metasul ldh, head, 48, code n, taper 18/20 catalog no# 0100181480, lot no#2301563. Therapy date : (B)(6) 2015. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification (B)(4). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening and pain.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: loosening. Event summary: it was reported that the patient received a right hip implant on (B)(6) 2006 and was revised on (B)(6) 2015 due to aseptic loosening of stem and pain. Review of received data: the received njr database entry were reviewed. In the reason of revision part, aseptic loosening - socket, incorrect sizing, lysis, wear of acetabular component and adverse soft tissue reaction to particle debris fields have the value no. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between durom resurfacing cup and metasul ldh was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the taper information is unknown, the compatibility of head and stem could not be performed. Root cause analysis: pain cannot be related to a single specific failure mode, but it could associate with the loosening of the stem. However, due to significant lack of information and the, it is impossible to perform a meaningful analysis of the reported event. Conclusion summary: the patient was revised due to aseptic loosening of stem and pain. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. It is unlikely that the cup component had contributed to the loosening of stem, as based on the njr database entry the reason for revision do not include cup loosening or wear of acetabular component. Pain could be associated with stem loosening issue. There are multiple factors can contribute to stem loosening in general such as wrong positioning when preparing the femoral canal, selection of wrong components and fretting at taper. However, due to the significant lack of information, an accurate analysis cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).